Manufacturer narrative:
Event date: (B)(6) 2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a dark spot inside the bag spike that appears to be plastic. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing process issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dirt and fingermarks were observed on the tubing of a exactamix high volume set. This event occurred before use. There was no patient involvement. No additional information is available.